Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of a preloaded multifocal toric intraocular lens, the patient's vision did not demonstrate far visual acuity. Upon examination, a diopter error was identified. Consequently, an exchange surgery was performed with the same model of intraocular lens that had a 0.5 diopter difference. No additional information was provided.